Manufacturer narrative:
(B)(4). Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected. Note: due to the covid-19 pandemic, global qm has instructed sales organization not to send samples. Device history record (DHR): reviewed the DHR for batch 19h01ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): pump-flow rate-fast. Flow in less than 12 hours instead of 24.